Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the shaft broke. While attempting to deliver a 2.75x16mm taxus express2 drug eluting stent over the guide wire (unknown type), the shaft broke about 10 inches from the hub. The device was not used. This occurred outside the patient. The physician completed the procedure successfully with a different device. There were no patient complications reported and the patient condition was "ok".